Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to rewind pump more than once per reservoir change and reservoirs feel like they were loose and not secure in the pump. The customer blood glucose was unknown at the time of incident. The customer also report that they received no delivery alarms and battery life diminished. The customer state that the act button has to be pressed more than once to activate. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms, rewind anomaly and bolus anomaly noted. Device passed the delivery accuracy test. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and low battery alert noted. Device received with cracked battery tube thread and cracked reservoir tube lip noted. The test reservoir stay locked in place noted. (B)(4).